Event description:
Patient enrolled in (B)(6) study device use for cardiac ablation. Approximately 20 ablations complete without incident. Catheter removed for mapping. Adagio catheter re-inserted and in place for continued ablation procedure, safety check prior to freeze indicated "error" on console. Patient received large bolus liquid nitrogen that resulted in immediate cardiac standstill. Tee demonstrated the heart was filled with nitrogen. Patient required mechanical support ECMO and impella as well as hypothermia. The patient suffered anoxic brain injury due to a massive gas embolism to the brain. Family requested life support withdrawn and the patient expired (B)(6) 2021. FDA safety report ID # (B)(4).